Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door number 2 had failed intermittently. A field service engineer removed the center column from the tower, cleaned the switches, greased the latches, checked the connections at the controller board, and returned the center column to the tower. The field service engineer then assisted the user in recovering all four doors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower. Door was failed intermittently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported. Based on this event.